Event description:
"E" was initially received via regulatory authority (food and drug administration, reference number: mw5081094) on 19-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pervasive pelvic pain lasting about 2 weeks a month") and back pain ("pervasive back pain lasting about 2 weeks a month") in a female patient who had essure (batch no. A78082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criterion hospitalization), menorrhagia ("very heavy bleeding during periods"), metrorrhagia ("spotting between periods"), dyspareunia ("pani with intercourse"), polymenorrhoea ("20 to 24 day cycles (a change from 28 day cycles before essure)"), depression ("depression"), anxiety ("anxiety"), palpitations ("heart palpitations") and fatigue ("extreme fatigue"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, menorrhagia, metrorrhagia, dyspareunia, polymenorrhoea, depression, anxiety, palpitations and fatigue outcome was unknown. The reporter provided no causality assessment for anxiety, back pain, depression, dyspareunia, fatigue, menorrhagia, metrorrhagia, palpitations, pelvic pain and polymenorrhoea with essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081094) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pervasive pelvic pain lasting about 2 weeks a month") and back pain ("pervasive back pain lasting about 2 weeks a month") in a female patient who had essure (batch no. A78082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criterion hospitalization), menorrhagia ("very heavy bleeding during periods"), metrorrhagia ("spotting between periods"), dyspareunia ("pani with intercourse"), polymenorrhoea ("20 to 24 day cycles (a change from 28 day cycles before essure)"), depression ("depression"), anxiety ("anxiety"), palpitations ("heart palpitations") and fatigue ("extreme fatigue"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, menorrhagia, metrorrhagia, dyspareunia, polymenorrhoea, depression, anxiety, palpitations and fatigue outcome was unknown. The reporter provided no causality assessment for anxiety, back pain, depression, dyspareunia, fatigue, menorrhagia, metrorrhagia, palpitations, pelvic pain and polymenorrhoea with essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report